Event description:
(B)(4). The dealer reported that the t94hc-37788 swingway legrest for mechanical wheelchairs was broken, and there was a spring coming out of the legrest handle to elevate both sides. There was no injury reported.